Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a difficult time recharging. They only were getting four bars when charging and sometimes it overheated and they had to wait to continue charging. The patient didn't have their recharger with them to troubleshoot but the representative offered to meet with them at a later date. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the issues was unknown, as the patient did not have their equipment with them at their appointment. It was unknown if the issues were resolved. No further complications were reported or anticipated.